Manufacturer narrative:
Evaluation codes investigation findings 213 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for placing a bridge stent graft in a complex aortic procedure from the right renal artery to fenestration with a gore® viabahn® vbx balloon expandable endoprosthesis. It was stated that the endoprosthesis was not implanted because the stent-graft disconnected from the balloon catheter when the vascular surgeon tried to retract the endoprosthesis into the 7fr 65 cm oscor destino twist steerable guiding sheath. It was reported that the vascular surgeon had positioned the steerable guiding sheath with 90° curvature in the target vessel (right renal artery) over the dedicated .035'' cook rosen guidewire, crossing the target fenestration in the aortic cook custom-made stent-graft already implanted. He advanced the endoprosthesis with a big resistance in the 90° curve, then the steerable sheath came back from the target vessel and discovered the endoprosthesis, which did not advance anymore. When the surgeon tried to reinsert the endoprosthesis into the steerable sheath, the proximal edge of the device caught the tip of the sheath and he removed the balloon catheter without the stent-graft on it. It was stated that the vascular surgeon was able to capture the device floating in the aortic component using a retrieval snare (andratec exeter) and he removed it from introducer sheath at femoral access. He completed the procedure with another gore® viabahn® vbx balloon expandable endoprosthesis using a different introducer sheath (cook flexor 7fr 45 cm) on the same cook rosen guidewire. There was no report of patient harm and the patient is doing fine.

Manufacturer narrative:
Engineering evaluation: the returned device was confirmed as a gore® viabahn® vbx balloon expandable endoprosthesis device (7 x 29 mm endoprosthesis, with 135 cm delivery system). The device was returned as two components: 1). The delivery system, and 2). The endoprosthesis, separated from the delivery system, and attached to a retrieval snare. The vbx delivery system was returned with no endoprosthesis present. It appeared to be undeployed, as witness marks, i.e., an impression from the previously placed endoprosthesis, were visible on the balloon cover. The distal end of the balloon cover was scrunched distally, i.e., in the direction the endoprosthesis would have been displaced. The endoprosthesis was crushed; bent and flared metal stent rings could also be observed. The cause of the stent displacement and associated damage to the endoprosthesis could not be established. It was stated that tortuosity of the anatomy and the 90-degree curve of the steerable sheath was a contributing factor. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail and there are applicable statements. The IFU provides instruction that if excessive resistance is felt, the delivery catheter and sheath be removed together as a unit.: ¿using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together as a unit.¿ the IFU also warns of the potential for stent dislocation when withdrawing the undeployed vbx device back into the sheath: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.¿

Manufacturer narrative:
D1/d2 updated, now prl / iliac covered stent, arterial g3/g4 PMA/510(k)number now p160021.